Event description:
It was reported that the patient had problems with his deep brain stimulator. About six months after implant, the patient had "severe" headaches along with "signs and symptoms of stroke." A tumor was discovered on the left electrode. The patient also developed "major edema." About a month later, "a yeast fungal developed and did not respond to medication." About three weeks later, it was discovered that "the yeast fungal had travel down the electrode to the brain stem" and the device was allegedly removed. The patient's wife stated that the patient has had "over 5 surgeries, countless CT's, blood draws, IV's, a central line due to brain swelling, and lived with major headaches for 6 months." Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.